Event description:
Rayner introacular lenses limited received notification from the (B)(4) distributor of an event that occurred during use of a superflex aspheric 920h intraocular lens (iol). The event description provided states that optical laceration was observed upon implantation of the iol into the eye. For further info please refer to rayner intraocular lenses limited's MDR report: 9611165-2013-00085.

Manufacturer narrative:
Our review of production records for the superflex aspheric 920h iol batch 072e38761 showed that all mfg and quality checks were conducted with successful results. All injectors released for distribution from this batch were within tolerance, met spec criteria and were without defects. A review of existing vigilance data from the month of manufacture of the superflex aspheric 920h iol (july 2012) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the superflex aspheric 920h iol batch.